Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and during in-house testing. During visual inspection, fa found the unit had a long scratch on the side cover and the heat-sink paint was starting to fade. The iesu unit that was placed on golden system and was run in normal mode and error c-34 occurred on start-up and during mono coag activation. Fa concluded that no root cause could be attributed to this issue.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical support engineer (tse) the vio integrated electrosurgical generator unit (iesu) was giving a c-34 error when activating the monopolar energy. The surgeon was operating, and bipolar energy was working. The customer had a force triad generator, and they would connect that equipment to resume monopolar energy activation. The customer advised they may call back. The procedure was completing as planned a with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the csr informed they were two occurrences of the c-34 error code at the hospital. The first was on (B)(6) and the second time was on a different system on (B)(6). No patients were injured, but the monopolar energy was very difficult to use as it would only activate for a split second then turn off and display the error code. The entire generator had to be replaced both times. The second system was sk2049 on (B)(6) 2025 (patient identifier (B)(6)).

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.